Event description:
During the placement of subdural electrodes and depth electrodes for epilepsy monitoring, depth #1 was placed and then removed because it had 10 contacts and it should have only had 8 contacts. The package was mislabeled as an 8 contact depth.